Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During preparation and prior to placement in a patient, the technician noted a leak while filling the anchoring balloon on the catheter. The treatment was begun and completed with another of the same device.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.